Manufacturer narrative:
Additional information was received, and the product catalog and lot numbers have been provided. Therefore, fields d 4. Catalog, d 4. Lot, d 4. Expiration date, d 4. Primary UDI number, and h 4. Device manufacture date have been populated. It was reported that an unspecified number of patients undergoing ablation procedures for atrial fibrillation with unspecified qdot micro catheters suffered pericarditis postoperatively. The physician believes that using the catheter in qmode+ may be the cause and has decided to use the catheter only in qmode for now. Follow-ups are in progress to obtain additional event information. Should additional information be made available, this case will be reassessed, and a supplemental report will be submitted. If information about specific patients and/or events is received, new reports will also be submitted. Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed by connecting the device to the carto 3 system, and during the test, an error 106 was displayed on the screen due to an open circuit in the tip and connector sections. A manufacturing record evaluation was performed for the finished device number lot 31290062l and no internal action related to the complaint was found during the review. The root cause of the adverse event remains unknown. The force issue observed was not related to the reported event. The potential cause of the open circuits could not be determined. In addition, no device malfunction was reported. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-001621944

Event description:
It was reported that an unspecified number of patients undergoing ablation procedures for atrial fibrillation with unspecified qdot micro catheters suffered pericarditis postoperatively. The physician believes that using the catheter in qmode+ may be the cause, and has decided to use the catheter only in qmode for now. Follow-ups are in progress to obtain additional event information. Should additional information be made available, this case will be reassessed, and a supplemental report will be submitted. If information about specific patients and/or events is received, new reports will also be submitted.